Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause of the foreign material remained in the device the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had poor water supply. There was no report of patient harm. The device was returned, evaluated, and foreign objects were found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.